Manufacturer narrative:
A full analysis of the data logs has been performed, this analysis concluded that the antivirus scan could not be performed on the rosa brain robot computer probably due to the configuration of the operating system which did not support the signature of the antivirus. The upgrade of the computer solved the issue. Corrected data: b4 date of this report. G4 date received by manufacturer. H2 if follow-up, what type. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H10 additional narratives/data.

Event description:
Attempted to run a virus scan on (B)(4) and received an error message : an error has occurred.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI : (B)(4).

Event description:
Attempted to run a virus scan on (B)(4) and received an error message : an error has occurred.